Manufacturer narrative:
Other, other text: d4. UDI, h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6).the product was not returned for evaluation and problem confirmation. The exact cause could not be determined; however, based on the reported problem the most probable cause is the blood was clotted inside the blood bag. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when using the fluid warmer and a disposable fluid warming pipeline to warm a patient for blood transfusion, blood clots appeared in the fluid warming pipeline before the blood was transfused into the patient's body. Due to the timely detection and termination of the blood transfusion operation, no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: g5: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.